Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff. It was reported that the patient expired. The cause of death was not reported. It was reported that the death was unrelated to the implanted system. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The proximal segment of the catheter was returned. Analysis of the catheter revealed no significant anomaly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.